Manufacturer narrative:
Concomitant medical products: product ID 3778-75, lot# va0vsbj013, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a ¿poor effect¿ with ¿aggravated¿ pain. It was further reported the patient did not receive a 50% or greater reduction of symptoms post-operatively. The patient¿s voltage was turned up to 9v in an attempt to troubleshoot the event, but the patient experienced ¿no feeling¿ from the change. Impedance testing was performed and the ¿doctor found the resistance was too large.¿ the patient¿s lead was replaced as a result of the event and the patient¿s status following the replacement was ¿normal.¿ it was noted the patient¿s lead had been inspected prior to use and there were no abnormalities found.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found no anomaly. When the returned lead was tested with a known good screening cable and external neurostimulator, ¿normal impedances were measured on all circuits and electrode pair combinations.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.